Event description:
Caller states the pt tested >8.0 inr on the coaguchek s system and 2.3 inr on a comparison lab. Medication remained unchanged based on device result. No adverse event reported. Requested return of suspect system, however no strips are available for return.